Event description:
Clinical report states patient was revised to address infection. Update rec'd 6/26/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, swelling, inflammation, damage to surrounding bone and tissue, multiple dislocations, and lack of mobility. The head and liner are now being reported to address allegations of metal on metal. Update rec'd 6/26/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from infection. All products are now being reported.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Infection after this length of time implanted is not likely to involve a device / device processing error. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update -10/16/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised for pain and infection. All implants were removed and spacers were placed. A correct dor was provided. There was no mention of dislocations as previously reported. There is no new additional information that would affect the existing investigation. The complaint was updated on: 11/4/2015.

Manufacturer narrative:
Additional narrative:  (B)(4).

Manufacturer narrative:
Additional narrative: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).